Event description:
It was reported that the right ventricular lead impedance and threshold have gradually increased. The patient will continue to be monitored, and the lead remains in use. No patient complications have been reported as a result.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.